Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated she started to use the device on (B)(6) 2014 and blood glucose has been going up. Customer reverted to her old insulin pump and blood glucose lowered. Customer stated her blood glucose was between 200 to 400 mg/dl. Customer stated she stayed on the device for five days before reverting to the old device. The drive support cap was normal. Time and date were incorrect. Basal rates were incorrect. Basal rates were a little different since she had done changed settings to treat high blood glucose. Carbohydrate ratios were also different due to highs. Bolus history does not match. Customer was assisted to correct all the settings and stated she would monitor the device. Blood glucose over 500 mg/dl was also captured. No further information reported.